Event description:
A customer contacted physio control to report that their device had unexpectedly lost power during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker downloaded the electronic records from the device and verified the reported event in a review of the electronic patient records. It was determined that the likely root cause of the reported issue is that the device was being left on overnight and therefore drained the batteries. Both batteries were at less than 10% capacity at the time of shutdown. Proper device operation was subsequently observed through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio control evaluated the customer's device and was not able to verify the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device had unexpectedly lost power during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.